Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an external device. The reason for call was caller and pt were both present on the line and stated they are having issues with controller. Caller stated they already spoke to two mdt reps, one helped reset controller which fixed issue for brief amount of time and the other rep thinks it might be a battery issue since issue has been happening since day one. Caller explained that the controller goes blank when recharging implant and before it goes blank controller tells pt that battery needs to be charged. Caller also mentioned they can't turn implant on or off. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Controller was at 100% and implant at 90%. Pt was on group a, prog 1 and stimulation was on. Pt stated they could feel the stimulation. Agent instructed pt to inspect recharger cor d they did not see any physical damage. Pt confirmed that their paddle heats up when recharging since day one. Pt stated controller charges fine from wall. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is date valid h3: analysis found no anomalies were visually observed. Found no issues with recharger telemetry module (rtm) charging the implantable neurostimulator (ins). Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.